Event description:
Customer reported two diffuse lamellar keratitis (dlk) cases that were observed on (B)(6) 2013 at one day post-op. Patient had trace dlk on the right eye. A flap lift and rinse was not performed. The patient was treated with a steroid (predforte). The description of the event was that they increased the predforte and the patient would return next week to ensure it was resolving before tapering the medication. The ucva as of the discovery date, was right eye distance 20/15- and left eye distance 20/15 -2. The patient did not experience loss of best corrected visual acuity (bcva). The patient was asymptomatic.

Manufacturer narrative:
Evaluation: customer did not feel the intralase is the cause of the inflammation. Amo''s clinical development manager (cdm) recommendations made to this account: use sterile water (instead of filtered water) for instrument cleaning, rinsing and to fill statim sterilizer. Clean instruments in fresh cleaning water and two rinses (with sterile water). Change water between patients. Empty waste bottle after each surgery day, rinse it and refill with fresh water before each use. May want to try switching to latex free gloves for all patients. After being notified, amo's clinical development manager (cdm) contacted the customer and reported that the issue had resolved at the 3 week follow-up, there was no lift and rinse and no loss of best corrected visual acuity (bcva). Note: all pertinent information available to amo at the time of this report has been submitted.